Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6940 implantable pacing lead (B)(6) 2000. (B)(4).

Event description:
It was reported that the patient interrogation revealed noise on the right ventricular (rv) pace/sense portion of the lead. Oversensing started within the last year. The rv lead was capped and replaced. It was also noted that during the rv noise episodes, noise was noted on the right atrial (ra) lead electrogram. The ra lead remains in use. No patient complications have been reported asa result of this event.

Manufacturer narrative:
Product event summary #the right ventricular (rv) lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Oversensing; there were ventricular non-sustained tachycardia of 210 ms between 2012 (B)(4) and 2012 (B)(4). One ventricular fibrillation of 190 ms average ventricular cycle was recorded on 2012 (B)(4). Interference/noise; ventricular short interval counts (sic) of 21 counts in .85 days were captured between 2012 (B)(4) and 2012 (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.